Event description:
The customer stated that he was hospitalized with a blood glucose reading of 1200 mg/dl. The customer stated that he did not check his blood glucose on the day of the event. Troubleshooting was performed and found that the customer did not bolus on the day of the event either. The prime and high pressure tests passed. The customer only changes his infusion sets every 5-6 days. The customer was advised that the infusion set should be changed every 2-3 days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.